Manufacturer narrative:
As reported, the sorbafix fasteners got stuck, failed to fixate the mesh and fell into the cavity. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." This MDR represents the sorbafix enhanced (device #2). An additional MDR was submitted to represent the sorbafix enhanced (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during bilateral inguinal herniorrhaphy procedure, the sorbafix enhanced (device #1) was used to fixate polypropylene mesh through video laparoscopic technique. It was reported that during first fire, the device did not trigger correctly, and several attempts were made by the surgeon. It was reported that the fasteners jammed, failed to fixate the mesh which fell into the cavity and was removed from the patient's body. It was reported that another sorbafix (device #2) also had the same issue. Another sorbafix was used to complete the procedure. There was no patient injury.